Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-06818 / device 2 of 7. (B)(4).

Event description:
It was reported by the end user's wife that "she had several wafers that have been off center with starter hole", she contributes this is the reasoning for the "decreased wear time". The "usual wear time was 4-5 days" and with these she had to "change every 3 days." She was unable to provide exact quantity of product used that was off center but noted she still had some of the product on hand. She was advised to discard the product. Lot number for the product is unknown. No photograph received depicting the reported complaint issue from the complainant.